Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. Patient/user involvement. The device was not in use on a patient at the time of event. There was no adverse event reported.